Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and connecting to a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the insulin set and out of the catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Blood glucose value was 200 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. He ran an additional prime and insulin did exit. Customer removed the cannula and it was not bent. Customer was advised the site/set might have been occluded. The reservoir would be replaced and returned for analysis.